Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material #515052, batch # 2508302. Verbatim: as a follow up to (B)(4), the customer experienced significant trouble luering the optima injector onto the bd 50 ml syringe sufficiently (as noted by the pictures and how far they were able to luer the product on). Unable to utilize optima without possible risk of a chemo spill due to the limited amount the injector can be luered onto the syringe.